Event description:
Reporter alleged the customer obtained the results of 1.7 mmol/l and 6.0 mmol/l on compact plus system 1 compared back to back with a result of 1.1 mmol/l and 6.4 mmol/l on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). No information was provided on the specific part number involved in this event. Device returned in a condition which made analysis impossible. Unable to test because an empty drum was returned. Retention testing of the strip lot was performed. Absent the lot number, manufacture date cannot be determined. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.